Event description:
It was reported that the pump touchscreen was overly sensitive to touch inputs at times, causing unwanted inputs to be registered. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.